Manufacturer narrative:
Film evaluation summary: the exact cause and source of the endoleak seen at implant could not be determined from the limited films provided. The anatomy at implant is unknown, CT¿s prior to implant, additional films during implant, and post-cta¿s were also not available. No endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other endoleak sources was performed, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. Two short (5 <(><<)>(><(>&<)><(><<)>)> 7 second) videos of an angiogram during implant, and a single returned CT 3d-recon image post-implant, revealed that two valiant stent grafts had been implanted in the patient. The proximal device was positioned just past the lcca covering the lsa, and extended distally across the arch. Images during implant of the devices were not seen. Angio injection showed contrast blush coming from ~30 mm caudal from the proximal end of the proximally implanted valiant, along the thoracic arch inner curvature, in an area where the proximal stent graft had abruptly expanded in diameter and was unopposed to the aorta. Other than the endoleak, no clear fracture of any other stent graft issues were observed. It is possible that the endoleak seen at implant was a proximal type I of unknown cause. However, it appears most likely that this was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. The reported stent fracture could not be confirmed from the films provided, and there was nothing observed from the films to indicate that the alleged fracture may have contributed to the endoleak. It is possible that the abrupt stent graft expansion seen near the location of the endoleak may have given the impression that a stent may have fractured or the fabric may have been torn. However, this stent graft expansion was likely due to lack of stent graft apposition within the aorta, and would not have been an unexpected observation. Second film evaluation summary: a single still angiogram during implant revealed that a valiant stent graft had been implanted into the taa, and a valiant delivery system was positioned within (and proximal to) the previously implanted valiant. The proximal markers of the undeployed valiant were located just caudal to the lcca, and there was ~5 cm of overlap between the two stent grafts. No stent graft issues were seen and images after deployment of the device were not returned. A single post-implant CT slice from an unknown study date revealed the cross-section of the taa across a section of the thoracic arch. The image showed widespread contrast along the medial/right side of the stent graft, which was unopposed to the medial wall of the taa or dissection. The source of the endoleak could not be determined, and no stent fractures or any other stent graft issues were observed. The cause of the endoleak and the reported stent fracture could not be confirmed from the review of the additional two (2) still images provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 26 cm length dissection. It was reported that during the index procedure it was found that there was a leakage after the placement of the proximal stent graft. A type ii endoleak from the subclavian artery was discovered. Post-operative review showed the leak had not reduced and the false lumen was also large. As per the physician, the cause of the event is due to a fractured stent graft at the level of the aortic isthmus distal to the origin of the left subclavian artery. It was noted that on the infraclavicular radiography there is no extravasation of the contrast and this confirms that infraclavicular internal leakage is not present. It was noted that the patient had an intervention treatment approximately 10 days post the index procedure during which the left neck had a new stent graft implanted. It was noted that current patient status blood pressure, heart rate and emotion are relatively stable. On post-operative diagnostic imagery it was observed that the patient had contrast agent in their cavum septi pellucidi and that the cavum was huge. The patient chose not to cooperative with treatment. No additional clinical sequelae were reported, and the patient is being monitored.